Manufacturer narrative:
Original surgery was performed by dr leventhal in 2000 using hutchison hsh 450 saline-fill implants, which were filled to an unknown volume. The patient underwent bilateral replacement surgery in 2007. The implants were replaced with unknown devices. No product was returned. As no product was returned it was not possible to perform a product inspection. Review of the product history sheet for lot no s7735/1 demonstrated that the product was manufactured within specification. The product met all manufacturing and quality specifications post manufacture. No conclusion can be drawn.